Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus assumed that the pad dropout occurred by the following mechanisms. Some force was applied to the peeled tissue pad causing it to fall off. 1. The gripper was closed and ultrasound output with the gripper closed without gripping the tissue (including after the tissue was cut). 2. The tissue pad fell off due to some load being applied to the peeled tissue pad. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic inguinal hernia procedure, the tissue pad of the suspect device fell off into the patient¿s body and was retrieved with forceps. The procedure was completed with a similar device. There were no reports of patient harm.